Manufacturer narrative:
(B)(4). On (B)(6) 2020 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Customer reported via email: tip burned off in patient, was retrieved by surgeon. On 09mar2020 additional information: what was the procedure that was being performed? Laparoscopic appy. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? No, on the outside of the body. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? No. What was the patient¿s outcome, any injuries? No. Was the procedure completed as planned? Yes. Was the patient burned? No. No further information available.

Event description:
Customer reported via email: tip burned off in patient, was retrieved by surgeon. On 09mar2020 additional information: 1. What was the procedure that was being performed? Laparoscopic appy 2. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? No, on the outside of the body 3. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? No 4. What was the patient¿s outcome, any injuries? No 5. Was the procedure completed as planned? Yes 6. Was the patient burned? No further information available.

Manufacturer narrative:
Follow up 1467153. The complaint product was returned, and an evaluation was performed. The root cause of the issue is undetermined. It is confirmed that the breaking points match each other exactly. The width of the head is according to its specifications. Overall, it is confirmed that item and head/ tip belong together, and no part is missing. We performed control measurements to reconfirm the hardness of the head/ tip: our measurements confirmed that there have been no nonconformities (value of re-measurement has been ¿55.3¿ hrc, range is ¿52-56¿ hrc). The isolation of the used complaint instrument shows severe surface defects. Additionally, there is some kind of material burnt to the head/ tip of the electrode. Noteworthy is the obvious difference in the length between the apex of the head/ tip and the starting of the bending. The age of the instrument at the time of the event (B)(6) 2020 was approximately 16 months. This is within the expected lifetime of the product. Additional aspects of product lifetime are a maximum of 50 cycles of reprocessing and a maximum duty cycle of 30 seconds; both aspects have not been assessed in this evaluation. The head/ tip mos05009 of article mog05097 was sent to hardening to a third party on (B)(6) 2017, according to the supplier¿s work plan. Hardening has been confirmed with 55.3 hrc (range is 52-56 hrc). The acceptance test certificate of validated supplier procedure is available, and no nonconformities have been detected. The entire instrument was assembled on 26oct2018, according to work plan. Additionally, the records of nonconformities of the past 10 years were checked, and no identical issue, trends or anomalies have been identified for mog05097. There has been one complaint with a broken tip in 2016 which was due to improper use of the instrument. No deviations or nonconformities during production were detected. The outsourced process of hardening shows no deviations or nonconformities as well. The reason for the breakage is material weakening. The complaint sample has too strong of a curvature, i.e. The outside part has been stretched and the inside part has been compressed. There are no references that reprocessing procedures, the maximum of reprocessing cycles or the maximum duty cycle or the applied voltage have contributed to the breakage. Due to the period of use of the instrument (16 months) the material weakening must have occurred onsite. There is no reference that during use the deformation has been caused, e.g. By applying too much force during a medical intervention. The defects of the surface are caused by the burn through of the electrode that is consequential of the breakage of the bent head/ tip. There have been no issues identified with the material or manufacturing process. The product has been manufactured and tested according to the specifications.